Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the right coronary artery. The patient had multiple blockages and the physician performed left heart catheterization. The physician treated the circumflex artery first and the result was good. The physician then proceeded in treating the right coronary artery by placing a rebel stent in the distal lesion and a rebel stent in the mid to proximal lesion. Another 20 x 2.50mm rebel stent was inserted to the lesion between the two previously deployed rebel stents. The 20 x 2.50 rebel stent balloon was expanded and deflated and it was noticed that there was no stent present after the balloon was deflated. There was never a stent on the balloon. Another rebel stent was deployed in the lesion between the two rebel stents, the results were good and the procedure was completed.